Event description:
It was reported that the ventilator¿s battery was defective. Additional information about the event has been requested. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Multiple attempts were made to obtain information regarding the repair and operational status with no response from the reporter and cannot be determined. If additional information is later obtained, a supplemental report will be submitted.

Manufacturer narrative:
Information was received that the distributor was checking the device when the reported issue occurred as they wanted to put the device into operation. The distributor noticed that the battery was defective. The customer was advised to contact the service to clarify whether the device is under warranty and send the customer a new battery. After multiple attempts were made to obtain information regarding the repair and operational status, no further information was received. No parts were received for failure investigation; therefore, the root cause at the component level could not be determined.